Manufacturer narrative:
It was reported that a patient suffered a burn to the back of a leg following the application of a hot pack. We have no other information pertaining to the incident. The severity of the burn or need for medical intervention is not known. A sample has not been returned for evaluation. We have no information to indicate a defect existed. The manufacturer has been notified of this incident. We have not confirmed a serious injury resulted but in an abundance of caution, this medwatch is being filed.

Event description:
Patient suffered a burn from the hot pack.